Manufacturer narrative:
Device was used for treatment, not diagnosis. Age at time of report, sex of patient not reported by provider. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a ti matrixmidface screw self-drilling 5mm broke off during surgery. The surgeon burred the screw until it was flush to bone, leaving a small piece of the screw in the bone. There is no additional information available at this time. This report is 1 of 1 for (B)(4).